Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02529 it was reported the patient had multiple impedances on both leads. Surgical intervention is currently pending.

Event description:
It was reported that surgical intervention took place where the patient's leads were explanted and replaced.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the patient's leads were explanted and replaced with a penta lead. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.